Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the gui printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator graphical user interface (gui) display became inoperable. The patient was transferred to an alternate ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.